Event description:
Alaris pump programmed to infuse calcium over 2 hours. Rn noticed the medication (calcium) to be free flowing into the patient through the pump. Rn immediately stopped the infusing and contacted the physician. The pump report was pulled. Calculations on the report showed the pump programmed correctly to infuse medication over 2 hours. However, after about 20 minutes of infusion, the medication bag was almost empty. The fluid in the carrier bag was checked for possible calcium to see if this was a backcheck valve issue, but the sample came back negative. Suspect over infusion. FDA safety report ID# (B)(4).